Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the luminometer and repaired the aspiration probe 4 tubing. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on patient samples tested for multiple methods on an advia centaur xp instrument. The instrument flagged with "signal errors", and the customer stopped running patient samples. The customer ran quality controls, which were out of range. Discordant results were reported to the physician(s). Repeat testing was performed on the same instrument after service. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.